Event description:
Customer reportedly received the following blood glucose results on the compact plus system within 10 mins: 193 mg/dl and 103 mg/dl; 218 mg/dl and 109 mg/dl. The reported results were obtained on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.